Event description:
A facility reported a microsensor (ID (B)(6)) was implanted on (B)(6) 2025. After transfer to the ICU (intensive care unit), the icp (intracranial pressure) was reading negative numbers and occasionally fluctuated up to 73mmhg. A good waveform was present, but the icp reading was not accurate. On the analytics page it identifies the sensor as zeroed with the date and time. When going to the zero sensor screen there is a message saying, ¿sensor not zeroed¿. Therefore, the sensor was removed and replaced on (B)(6) 2025. The cable used was icp express cable (ID (B)(6)). Additional information: - implant location: "parenchyma". - was the integra/codman icp monitor connected to a patient monitor: "yes". - if yes, provide patient monitor make & model: "philips (model unknown)". - was the patient lead always connected: "yes".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826851) was returned for evaluation. Device history record (DHR) - the product code 826851 with lot 7365428 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - based on the analysis and investigation, the issue of the complaint was not confirmed: foreign matter over sensor area. Catheter crimped 23 and 24 cm from connector. Icp express: 470 and 509 (after foreign matter removed from sensor); microsensor detected and zeroed without any issues; cerelink monitor: acceptable. The device passed electronic, noise and linearity/hysteresis tests. The issue of the complaint was not confirmed. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause for this issue reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.

Event description:
N/a.